Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the right sfa and popliteal artery, the pta balloon catheter shaft allegedly broke after the first inflation attempt. There was no reported retraction issue through the 6fr sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the right sfa and popliteal artery, the pta balloon catheter shaft allegedly broke after the first inflation attempt. There was no reported retraction issue through the 6fr sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned in two segments with a complete detachment in the catheter shaft, confirming the investigation for catheter detachment. It is likely the user perceived the detachment as a break. The definitive root cause for the identified detachment could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 - (expiry date: 04/2021).